Event description:
On 08/21/2025 the user reported that they were unable to unlock their ilet device while at school. Troubleshooting could not be performed immediately, and the user was instructed to return home and call back. The blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.